Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that when the patient is charging, ¿it will just shut off.¿ the patient did not specify which device was turning off. The patient removed and reinserted the battery pack into the controller and the issue persisted. The patient was able to charge at the time of the call with excellent recharge quality and the issue did not happen again. No symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.